Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative. It was reported that the patient experienced spasms on their legs related to the pump alarming after refill and 529 motor stall code found in the logs. The patient's gender and age was provided. The hcp and facility information was provided. The implant date of the pump was reported to be 2019. It was reported that the cause of the 529 error code was not determined. It was assessed by rep on (B)(6) 2025 and she said the alarms did not reflect on the system.the patient had an MRI previously on (B)(6) 2025. The MRI date did not correspond to the date of the motor stall 529 code. The alarm restarted despite being refilled on the (B)(6) 2025. The cause of the pump alarming after refill was not reported. The pump was interrogated again, and there were no alarms noted on the system. The pump alarming after refill resolved. The pump remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2,000.0 mcg/ml at 208.8 mcg/day. It was reported that the rep attended a pump refill case on monday (2025-09-08). Since attending the case, the rep had been informed that the non-critical alarm was still sounding. The rep attached the report from the refill and asked if technical services had any idea why this alarm was still getting off and if there were any clues in the report that the rep was missing. According to the session log report attached, code 236 [potential for underdose. Low reservoir alarm was occurring at update] and code 529 [the pump motor has stalled and recovered. This can be caused by an MRI scan.] Was also seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 correction: recall/notification was selected and correction number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient's leg spasms resolved.